Manufacturer narrative:
E2: no the device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found that the focus and zoom rings were hard to rotate. The cause of the failures could not be identified. A device history review revealed no issues identified. This issue is addressed in the instructions for use (IFU). The subject device was checked. As a result, no abnormality was found. The following statement is included in the ¿warning¿: "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning: using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Pg. 17. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head malfunctioned. The customer noticed the gold rings (lens) were unevenly worn down on one side. The issue was found during reprocessing. There were no reports of patient harm.